Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: inflow stator. Specific component(s) involved: other component malfunction, specify. Other component: thrombus on inflow stator. Causative or contributing factor: no specific contributing cause identify. Intervention(s): replacement of external controller; replacement of driveline; replacement of other component, specify. Implant device type: lvad.